Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The doctor reported that a patient with a right medial mako uni had a complaint of pain. It is reported that a possible small piece of residual cement may be seen on x-ray in the lateral compartment. The surgeon decided to perform an arthroscopy of the knee where he removed several small pieces of cement from both the medial compartment and lateral compartment.

Manufacturer narrative:
Reported event: an event regarding residual cement involving an unknown simplex cement was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: not performed as no medical information was provided. -device history review: not performed as lot information was not provided. -complaint history review: not performed as lot information was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Based on the information received excess cement was visible on post-operative x-rays however further information such as product details, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The doctor reported that a patient with a right medial mako uni had a complaint of pain. It is reported that a possible small piece of residual cement may be seen on x-ray in the lateral compartment. The surgeon decided to perform an arthroscopy of the knee where he removed several small pieces of cement from both the medial compartment and lateral compartment. Update: removal of the excess cement took place on (B)(6) 2017.